Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2014 the reporter contacted animas with additional information. Reportedly, the battery cap¿s yellow o-ring was visible at the time of the alleged power issue. The reporter denied any damage to the battery cap or the battery compartment, but noted that there was moisture/corrosion inside the battery compartment. The patient had reportedly discontinued pump therapy related to the alleged power issue and had gone on an alternative method of insulin delivery. The reporter noted that while on the alternative method of insulin delivery, the patient experienced elevated blood glucose (bg) on an unspecified date of 500mg/dl with thirst. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter denied any settings adjustments before or after the alleged bg excursion. The reporter noted that the patient was a transplant patient and was taking a lot of medications due to the transplant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.